Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. The electrical continuity test still passed. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint.

Event description:
It was reported that during central processing, the customer had found thermal tip damage on the bipolar instrument. There was no patient involvement. Intuitive surgical inc. (Isi) followed up with the customer site and confirmed that the melted tip damage was identified during central processing. There was no indication of energy issues that occurred in previous usage. The customer confirmed they send the instrument(s) out to get cleaned by a third party source. Thus, the third party informed the customer that the instrument(s) had thermal damage after reprocessing. The customer did not notice nor see thermal damage prior to sending the instrument(s) out for reprocessing.